Event description:
Dealer reported customer is running over her charger cord causing it to fray. She reported she was hurt.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Manufacturer narrative:
Failure to follow joystick buss cable routing instructions.

Event description:
Dealer reported customer is running over her charger cord causing it to fray. She reported she was hurt.